Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 6mm from the tip of the device, there was a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same the device. There were no patient complications nor injuries reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same the device. There were no patient complications nor injuries reported and the patient status was good.